Event description:
The head of the catheter (the balloon area) broke when the surgeon inflated the balloon and pulled the catheter at the same time. The head of the catheter stayed in the pt. The pt is fine as the surgeon removed the head from the pt - it was not very far from the incision (it was a bypass with graft).

Manufacturer narrative:
We have received the device for evaluation and were able to confirm the failure: the tip of the catheter was broken. The root cause of the failure is inconclusive. We will continue to monitor and investigate this issue. A follow-up will be sent if any additional findings from the investigation and evaluation will be revealed. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during either the mfg or the packaging processes and there were no unresolved issues related to the complaint event. In addition, please note that there was no injury to the pt.